Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient underwent mitral valve replacement due to severe mitral regurgitation. At the time of admission to the hospital, it was reported that the patient was coagulopathic. The patient's mitral annulus was extensively calcified and was debrided. Following the decalcification, a ridge of calcium remained on the annulus. The calcified portion of the annulus was covered with a strip of bovine pericardium prior to implanting this bioprosthetic mitral valve. The valve was successfully implanted with no regurgitation or bleeding noted. Following mitral valve replacement, the patient's tricuspid valve was repaired with a non-medtronic annuloplasty ring. Temporary pacing wires were inserted in the left and right atrial appendages and the right ventricle. While attempting to remove this patient from cardiopulmonary bypass (cpb), bleeding was noted behind the heart. It was reported that the bleeding was coming the union of the left atrial appendage and the left atrium. The lesion was attempted to be repaired for several hours. It was reported that spontaneous dehiscence of the crux of the heart occurred. Ultimately the patient expired in the operating room due to exsanguination. The cause of the atrioventricular groove rupture that lead to the death was not reported.

Manufacturer narrative:
A device history review was performed on the device; there were no correlations / issues identified regarding manufacturing that could have impacted this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on input from medtronics office of medical affairs, the cause of death was likely due to patient co-morbidities. If information is provided in the future, a supplemental report will be issued.